Manufacturer narrative:
Updated data: b5. Third-fifth paragraphs added h6. Patient codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) findings were abnormal. The following day, intravenous therapy (IV) medication was administered and a permanent pacemaker was implanted due to intermittent total atrio-ventricular (av) block with long pauses. No additional adverse patient effects were reported. Additional information was received which indicated that the abnormal ECG the day following the valve implant was an atrial sensed and ventricular paced rhythm. No additional adverse patient effects were reported. Additional information was received that indicated the "abnormal" ECG was intermittent av block with long pauses. No additional adverse patient effects were reported. Additional information was also provided which indicated that following the valve procedure the patient experienced thoracic pain and fever. As reported, these were unlikely related to the valve itself. The cause not reported. Treatment not reported. No additional adverse patient effects were reported. Additional information was received that the intermittent av block and the implant procedure caused the thoracic pain. Medication was administered for pain and fever via intravenous therapy. The patient was reported to be recovered at the time of discharge.

Manufacturer narrative:
Additional information was received which indicated that the abnormal ECG the day following the valve implant was an atrial sensed and ventricular paced rhythm. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) findings were abnormal. The following day, intravenous therapy (IV) medication was administered and a permanent pacemaker was implanted due to intermittent total atrio-ventricular (av) block with long pauses. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.